Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that quality control (qc) was in range on the day the event occurred. A siemens headquarters support (hsc) specialist reviewed the instrument data which indicated there was no issue with other testing performed or with the reagent used or the instrument's sample aspiration. The cause of the inconsistent ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00630 was filed for the same event.

Event description:
Inconsistent cardiac troponin I (ctni) results were obtained upon initial and repeat testing on a dimension vista 500 instrument. The elevated result of >40 triggered an auto-dilution of the sample, resulting higher. The results were not reported to the physician(s). The sample was then repeated on an alternate dimension vista instrument, resulting lower. It is unknown if the alternate instrument result was reported to the physician(s). It is unknown which of the results is correct. The customer was to send the sample out for testing. There are no known reports of patient intervention or adverse health consequences due to the inconsistent ctni results.